Manufacturer narrative:
This is the final report.

Event description:
A report was received of a pt experiencing pocket site discomfort due to the location of the ipg being too high on the pt's belt line. The surgeon relocated the ipg to a more comfortable location and added two lead extensions.